Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, oversensing was noted on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.